Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image would suddenly blackout after shaking the cable. When camera head was connected to the camera unit at that time, the image would automatically turn on/off. The issue occurred during a routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: watertight defect. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image would suddenly blackout after shaking the cable. When camera head was connected to the camera unit at that time, the image would automatically turn on/off. The issue occurred during a routine inspection. There were no reports of patient involvement.